Manufacturer narrative:
(B)(4): 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt no longer had stimulation and was unable to communicate with the ipg using external devices. The sjm rep met with the pt and was unable to resolve the communication issue using replacement devices. It was reported the pt had not been charging the ipg correctly. Surgical intervention was to be undertaken at a future date to address the issue.